Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment and was implanted with a conformable gore® tag® thoracic endoprosthesis. It was reported that an additional conformable gore® tag® thoracic endoprosthesis was explanted and discarded at the site. The investigative process returned no additional information.